Event description:
It was reported the pt received inadequate pain relief. Paresthesia was felt in the neck, not in the leg. The entire device system was removed.

Manufacturer narrative:
The neurostimulator, extension and lead were returned for analysis. Device analysis of the neurostimulator revealed no anomalies. Device analysis of the lead revealed the #3 conductor wire was broken with intermittent contact approximately 2 cm from the proximal end of the lead. Device analysis of the extension revealed there was a breached depression in the insulation to the #2 conductor 8.5 cm from the proximal end of the lead and there was a breached depression in the insulation to the #0 and #3 conductors 20.5 cm from the proximal end of the lead.